Manufacturer narrative:
(B)(4). Batch # t5ag7l. Investigation summary: the analysis results found that one psee45a device was returned with the anvil bent upwards and with an ecr45m reload loaded on the device. The reload was received partially fired 1/10. No functional test was performed due the condition. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is possible that the device was clamped over an excess of tissue, causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. The instructions for use do contain the following, "caution: to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger." It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The following information was requested, but unavailable: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open?

Event description:
It was reported that during an unknown procedure, the jaws would not open once engaged. There were no patient consequences. No other information is available.